Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not n pt use.

Manufacturer narrative:
During the eval of the device at the MFR' service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. An issue related to the power supply was observed. The device's power supply was replaced to address the issue.